Event description:
A surgical technician reports a corneal burn during cataract surgery. During sculpting, the surgeon stated he heard the occlusion bell, came out of the eye and changed tips because he couldn't clear the tip and continued to phaco. The bell went off again and the machine made a 'funny' sound. When the surgeon looked down, he noted the burn. The patient will need a scleral graft. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause determination is in progress.